Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the reservoir had a possible occlusion. The customer's blood glucose was 202 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery all night even after changing out the set. The alarms were received during bolus, basal and prime/rewind. The customer treated with the pump and a manual injection. The customer performed the fixed prime and insulin exited. The customer was advised to tap out the bubbles in the reservoir and she was advised to change the infusion set as soon as possible. The reservoir was not returned for analysis.